Event description:
It was reported that the patient suffered pain and severe hematoma which complicated her recovery and led to a revision surgery. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. No product was returned for review. DHR review could not be conducted as lot number was not provided. The device is used for treatment. Medical records/radiographs were not provided. The likely condition of the device when it left zimmer biomet is conforming to specification. The reported event has not been confirmed as the product has not been returned for evaluation and the DHR review could not be reviewed to identify any issues as lot number was not provided. The definitive root cause of the reported event cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.